Event description:
The patient stated that she has to change her batteries every 10 days to 2 weeks. She stated she purchased new batteries and has the same issue. She stated that on one incident she did not receive the low battery warning, but she did receive the battery depleted alarm. She stated she initially inserted the battery "the end of december" and she received the low battery warning in 2007. She inserted a new battery and received a battery depleted warning ten days later without the prior low battery warning. She inserted a new battery the same day and received another low battery warning twelve days later. The patient uses 27.6 units of basal insulin per day and another 8 units of insulin for boluses. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.